Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath prior to a diagnostic procedure. Reportedly, after deployment of the foot the proglide device was retracted until marking stopped and position the foot against the arterial wall the device broke at the guide. The sheath remained in the patient's anatomy. The physician was guided to manually release the foot and remove the shaft from the patient's anatomy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide separation was unable to be confirmed; the guide was not separated as reported. In this case, the observed posterior cuff remaining in the posterior foot pocket indicates a cuff miss likely occurred resulting in a suture retrieval issue. In addition the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported guide separation however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.